Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 07:55:12 with drain volume of 2452 ml during cycle 5. The fill volume is 1500 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the event history logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv was determined to be use error; tidal total ultrafiltration (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The device was determined to meet specifications for the complaint of iipv. This issue is being investigated through a CAPA.